Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch that while inserting a PICC line and advancing the guidewire, resistance was encountered. Under fluoroscopy, it was identified that the guidewire folded/bent on to itself. Attempting to remove the guidewire, it became "stuck" and broke off in the patient's subcutaneous tissue of the patient. Additional information received on february 14th: the retained broken piece of the guidewire. This was not treated. It was determined it would cause more damage to the patient to try to retrieve the broken piece, so the decision was made to leave it in the soft tissue. The patient came back to the ed with multiple complaints including pain and tenderness at the site of the retained piece of guidewire. Central line was placed once patient returned to ICU.